Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00208, 00210. An ams apogee graft was implanted on or about (B)(6) 2009. It was reported that, as a result of the implanted mesh the patient experienced mesh erosion, pain, dyspareunia, and underwent a surgical procedure on (B)(6) 2010 to "excise the mesh." It was also stated that the patient continues to suffer pain, disability, and impairment.